Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The md slide the fiber optix sensor (fos) slide key into the pump, and the pump would not zero. They "tried with another pump, and was able to zero, but the balloon would not recall previous zero." The md decided to use the iab with the transducer. The md was unable to pass the iab over the guidewire and through the sheath. As a result, a new iab was used without difficulty.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.